Event description:
As reported, during treatment of a post-partum hemorrhage following a caesarean delivery, a bakri tamponade balloon catheter leaked. The patient lost approximately 1200ml blood before the placement of the device. The device was inserted into the patient transabdominally and inflated with saline. No metal tools contacted the device during placement. The balloon was discovered to leak from the catheter, and saline could not be injected normally. The balloon was immediately withdrawn from the patient, and a new balloon was used to achieve hemostasis. Total blood loss was approximately 1200ml. No adverse effect to the patient was reported.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: as reported, during treatment of a post-partum hemorrhage following a caesarean delivery, a bakri tamponade balloon catheter leaked. The patient lost approximately 1200ml blood before the placement of the device. The device was inserted into the patient transabdominally and inflated with saline. No metal tools contacted the device during placement. The balloon was discovered to leak from the catheter, and saline could not be injected normally. The balloon was immediately withdrawn from the patient, and a new balloon was used to achieve hemostasis. Total blood loss was approximately 1200ml. No adverse effect to the patient was reported. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, and quality control procedures. One bakri tamponade balloon catheter was returned for investigation in its packaging tray, in an open package, and in an open shipping box. The device was leak tested by inflating the balloon with water. Leakage between the inflation and drainage tubes (lumen communication), was observed. No other damage was noted. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. There is no indication/evidence that the device was manufactured out of specification. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Cook has concluded that the most probable cause of the reported event could not be determined from the available information. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.